Event description:
It was reported that the cassette started to leak after compounding. As per compounder, leak started at the lower left corner, opposite to the top right corner where the tubing is connected. Leak started at the last step of compounding. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for analysis. As received, no damage or anomalies were observed. In attempts to replicate clinical use the cassette bag was filled to try and identify any leakage. A leak was observed to be coming from the internal bag seal. The complaint of "leaking cassette" can be confirmed due to the observed internal bag leakage. The probable cause of the leak is due to inconsistent sealing of the internal bag.